Manufacturer narrative:
Date of event: exact date unknown, event occurred one month ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was no longer getting coverage with the current lead placement despite the multiple reprogramming done. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was no longer getting coverage with the current lead placement despite the multiple reprogramming done. The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that the explanted lead will not be returned as it was kept by the medical facility.